Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: based on the symptom description, this would have occurred due to an issue during the needle grinding process and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8228917 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd needle 30x1/2 rb was flat and medication could not be injected during use. The following information was provided by the initial reporter: verbatim: on (B)(6) 2019, the reporter was transferred from eylea4u to regeneron medical information via phone to request replacement of 1 vial of eylea because the tip of the needle was flat like a cannula. The doctor could not inject with this dose.